Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a lot history review could not be performed as the lot number is unknown visual inspection: one partial sheath with the denali filter inside was a returned for evaluation. No packaging or labeling were returned. The introducer sheath was not returned in its entirety as the distal tip was not returned. A break in the sheath was identified approximately 9 cm from the hub. Approximately 2mm of a filter snare hook is protruding at the introducer sheath break. No other anomalies were identified. Functional/performance evaluation: the filter was removed distally from the hub at the introducer sheath break. The removed filter contained all 6 legs and 6 arms which were present and intact. The introducer hub was sliced open longitudinally. Upon opening the hub, no "skiving" or "scratches" were identified within the inner surface of the hub. However, skiving was identified within the returned portion of the introducer sheath's surface. No gaps or other anomalies were identified within the hub. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was returned with a lodged filter inside the sheath; the investigation is confirmed for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the delivery sheath and could not be deployed; therefore, the filter and delivery system were exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.